Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device. The patient¿s cgm displayed a value when he went to bed at 11:30 pm on (B)(6) 2022. He woke at 2:30 am on (B)(6) 2022, and his cgm displayed 267 mg/dl. He self-treated with insulin. He woke an unspecified amount of time later and his cgm was not displaying any values. He was unable to speak and was disoriented to person and place. His cgm came back on and displayed 40 mg/dl. The patient¿s spouse called emergency medical services (ems) and the patient was transported to the hospital and was admitted for three days. Treatment information at the hospital was not provided, however, it was presumed that the patient was treated with glucose. Additional medications included anti-hypertensives, and anti-rejections as the patient had a kidney transplant in 2015. At the time of the report the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.